Event description:
Rn reported that the bd vacutainer push button butterfly needle did not retract when the safety button was pushed. No injury to pt or staff occurred. Exp date: 10/2012, 0.8 x 19 mm x 305 mm, 21 g x 3/4" x 12".